Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 16f sheath and the procedure was completed. Reportedly post procedure, during closing it was noted that they closed the anterior and posterior walls together. A non-abbott device was used but also failed. Surgical intervention was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.